Event description:
During a high-ramus fracture reduction procedure of mandible, the surgeon positioned the matrixmandible plate and inserted one locking screw. The screw held to begin with, then went through the plate. The surgeon tried a second locking screw, drilled and inserted the screw, and when he checked it for tightness, it also pulled through the plate. He then removed the plate and screws, and tried manually placing the locking screws in the plate (outside the pt), and the screws went right through. The surgeon then selected a second plate and manually tried the locking screws outside the pt, which also went right through the plate. The surgeon then selected 2.0 non-locking screws, and repositioned the second matrixmandible plate, which held securely without pulling through. The surgeon was able to successfully complete the procedure using the 2.0 non-locking screws. Approx 1 hour and 15 minutes was added to the procedure time. This is three of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.